Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the pulse generator in backup vvi mode due to battery depletion. As there was no information provided regarding parameter settings during service life, it was not possible to determine the expected longevity of the device. Review of stored battery data found normal decrease of battery voltage and normal increase of battery impedance.

Event description:
It was reported that the pulse generator exhibited backup vvi mode after interrogation and could not be restored. The device was explanted and replaced.